Event description:
According to the reporter, during an open rectosigmoidectomy procedure, the device fired but did not staple the patient's rectum. There were staples in the stapler but they did not come out. Manual suturing was performed but with great difficulty. Re-anastomosis was done but the patient's rectum was not recovered and there was a need to create a permanent colostomy as a consequence of the case. The surgical time was extended by more than 30 minutes and there was an extended hospitalization.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no anvil attached and the green indicator is not visible. The staple guide was observed to be attached to the instrument with no damage and was fully applied. After actuating the handle, the pusher fingers appeared to be complete. All pushers were out which indicates that proper function was expected. Insert component is in place. Pressure ridges in the staple guide pushers indicate that the staples had been fired and were present. Functionally, the wing nut functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The staple guide was reloaded with staples and applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed, and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. All staples were deployed, and proper staple formation observed. The instrument as received was confirmed to be correctly assembled to actuate as expected. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the safety latch was broken as a result of rough handling. The product analysis noted ev idence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open rectosigmoidectomy procedure, the device fired but did not staple the patient's rectum. There were staples in the stapler but they did not come out. Manual suturing was performed but with great difficulty. The patient's rectum was not recovered and there was a need to create a permanent colostomy as a consequence of the case. The surgical time was extended by more than 30 minutes and there was an extended hospitalization.